Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that an alarm did not show/alert on the pic ix for bed f2526-2 at 11:47am. A philips technical consultant (tc) went onsite. A ventricular tachycardia (vtach) alarm displayed on all devices shortly after the tc was on site; the vtach was displayed correctly. Philips national service support (nss) was contacted and stated that it's a possibility that the pattern wasn't recognized as a vtach because it wasn't one. Additional information, including logs were requested for review. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A clinical application specialist reviewed the available data, including patient strips and audit log. The following information is from the clinical application specialist's review: the clinical application specialist noted that the st and arrhythmia (star) algorithm is a valuable clinical tool. To be most effective, this tool requires a thorough knowledge of the system¿s features, how the device processes the signals, and the proper application. From the logs provided: 08:52:09 vtach alarm strip, alarm generated at 08:52:19. Vtach criteria per the audit log is arrhy - vtach run:5, arrhy - vtach hr:100. The definition of vtach per the algorithm is a run of consecutive beats labeled as v with run length greater than or equal to the v-tach run limit and ventricular hr greater than v-tach hr limit. In this case, a run of consecutive beats labeled as v with run length greater than or equal to the v-tach run limit (5) and ventricular hr greater than v-tach hr limit (100). (B)(6) 2025 8:52:19, (B)(6), (B)(4), vtach generated at 08:52:19., pic ix: w2surv2. (B)(6) 2025 8:52:19, (B)(6), (B)(4), vtach generated at 08:52:19., pic ix: w2ov1. (B)(6) 2025 8:52:19, (B)(6), (B)(4), vtach generated at 08:52:19., pic ix: w2surv1. (B)(6) 2025 8:53:39, (B)(6), (B)(4), acknowledge, w2surv2. (B)(6) 2025 8:53:40, (B)(6), (B)(4), acknowledge, w2surv2. The device was using multi lead analysis and paced mode was on. The audit log indicates paced mode was turned off later in the day. (B)(6) 2025 12:38:04, (B)(6), (B)(4), pacer algorithm set to pacer algorithm off, pic ix: w2ov1. Prior to the strip at 11:47:33, other yellow arrhythmia alarms were generated. Pacer not pacing was generated at 09:49:33 and 09:53:11. Since pacer analysis was on, these two pacer alarms generated. Pacer not pacing criteria is: no beat detected for a period greater than 1.75 times the average r-r interval and no pace pulse(s) detected. (Paced mode on). (B)(6) 2025 9:49:33, (B)(6), (B)(4), pacer not pacing generated at 09:49:33., pic ix: w2surv1. (B)(6) 2025 9:49:33, (B)(6), (B)(4), pacer not pacing generated at 09:49:33., pic ix: w2surv2. (B)(6) 2025 9:49:33, (B)(6), (B)(4), pacer not pacing generated at 09:49:33., pic ix: w2ov1. (B)(6) 2025 9:53:11, (B)(6), (B)(4), pacer not pacing generated at 09:53:11., pic ix: w2surv2. (B)(6) 2025 9:53:11, (B)(6), (B)(4), pacer not pacing generated at 09:53:11., pic ix: w2surv1. (B)(6) 2025 9:53:11, (B)(6), (B)(4), pacer not pacing generated at 09:53:11., pic ix: w2ov1. (B)(6) 2025 10:24:11, (B)(6), (B)(4), irregular hr generated at 10:24:11., pic ix: w2surv1. (B)(6) 2025 10:24:11, (B)(6), (B)(4), irregular hr generated at 10:24:11., pic ix: w2surv2. (B)(6) 2025 10:24:11, (B)(6), (B)(4), irregular hr generated at 10:24:11., pic ix: w2ov1. (B)(6) 2025 10:29:21, (B)(6), (B)(4), end irregular hr generated at 10:29:21., pic ix: w2surv1. (B)(6) 2025 10:29:21, (B)(6), (B)(4), end irregular hr generated at 10:29:21., pic ix: w2surv2. (B)(6) 2025 10:29:21, (B)(6), (B)(4), end irregular hr generated at 10:29:21., pic ix: w2ov1. These beats are labeled s and n instead of v due to the changes in the bundle branch characteristics. The alarm criteria for vtach according to the algorithm is: a run of consecutive beats labeled as v with run length greater than or equal to the v-tach run limit and ventricular hr greater thanv-tach hr limit. Since the beats are labeled s and n, no vtach alarm was generated. From the st/ar algorithm application note to ensure the best qrs complex size and shape of the qrs are important for proper beat detection and classification. It states to use the guidelines to choose leads which produce the best qrs morphology for analysis by the arrhythmia system, and also to check beat labels to ensure the algorithm is labeling the beats correctly. From the strip provided, it appears that the patient had bundle branch block (bbb). Per the instructions for use (IFU), bbb and other blocks create a challenge for the arrhythmia algorithm. It also provides recommendations of what lead to select stating it may be easier to select one lead and use single lead arrhythmia monitoring, and also that extra vigilance is required by clinician for this type of patient. Regarding pacer mode: from the st/ar algorithm application note: 2. Select the appropriate paced mode. Turn paced mode on if your patient has a pacemaker and turn paced mode off if your patient does not have a pacemaker. It is important that the paced mode is set correctly for the patient you are monitoring. Having the wrong pacing mode will impact the effectiveness of the arrhythmia algorithm. If the paced mode is on for a patient without a pacemaker, the algorithm¿s effectiveness in detecting ventricular beats may be reduced because the algorithm cannot use the compensatory pause information following the beat labeled as v for non-paced ECG in classification. This may result in not receiving some pvc alarms. Based on the information available and the testing conducted, the cause of the reported problem was the customer not understanding the application (st/ar). The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.